Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 3/1/2019, a manufacturing record evaluation was performed for the finished device and no internal action related to the reported complaint were identified. (B)(4).

Event description:
It was reported that a female patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter and suffered heart block atrioventricular (av) requiring surgical intervention. During the ablation phase, there was a complete heart block. After coming off ablation, the patient was displaying some temporary av node function but has not completely recovered. Temporary pacemaker wire was initially implanted. Extended hospitalization was required. The patient was kept overnight for observation purposes. The native conduction did not come back, and permanent pacemaker was then implanted. Patient¿s condition improved after the placement of the permanent pacemaker. The physician did not express a specific opinion to me about what caused the adverse event. However, it is not believed that any biosense webster inc. Product attributed to the causality of the event.

Manufacturer narrative:
It was reported that a female patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter and suffered heart block atrioventricular (av) requiring surgical intervention. The investigational analysis completed 4/17/2019. The device was visually inspected and it was found in good condition. The magnetic sensor was tested on carto and the catheter was properly visualized with no errors were observed. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Deflection testing was performed and it was found within specifications. The catheter was deflecting correctly. A manufacturing record evaluation was performed and no internal actions were identified.  The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacture ref no: (B)(4).